Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet and it appears to be missing several small pieces dimensional assessment of the anchor is prohibitive due to its condition. Removal of the anchor found the inserter tines have broken off and were not returned. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke upon insertion in the medical row. The piece broke in the patient then was removed. There were no reported patient injuries. No other complications were noted.